Manufacturer narrative:
Follow-up #1 date of submission 09/13/2016-correction to serial #.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that there was an intermittent power issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #2: date of submission 10/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2016 with the following findings: a review of the pump¿s black box revealed the data from the date of the complaint had been overwritten however the current black box showed evidence of an unexplained pump reboot. The pump was unable to maintain an electrical connection with the returned battery cap due to the cap detaching. The battery cap threads were found to be damaged. A test battery cap was used for all testing. The battery compartment was found to be cracked. The pump was exercised for 24 hours with a no reboot, loss of power or call service alarm duplicated. An ¿intermittent power¿ event was not duplicated during investigation. Unrelated to the original complaint, the pump case was found to be cracked and the pump case was removed, there was evidence of moisture contamination inside the pump on the battery canister. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.